Event description:
On (B)(6) 2009, the patient reported that she found an air bubble in her insulin cartridge. She stated that she had just changed the insulin cartridge and she was unsure if the bubble was present before she inserted it into the infusion device. She stated that she did allow insulin to reach room temperature prior to use, but she did not properly adjust the piston rod before inserting the cartridge into the infusion device. She was educated on the proper procedure. She was assisted with changing the insulin cartridge. The patient called back on (B)(6) 2009, and stated that she had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.